Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device malfunctioned while being used; it cut the patient deeply. It was set on 8 but took a full thickness piece of skin. Additional information was received on (B)(6) 2016 stating that the event occurred during surgery on (B)(6) 2016. There was harm, injury or adverse event to the patient in that it cut the patient deeply and suturing of the cut was required. There was a surgical delay of 1-15 minutes. There was no harm to the operator and another device was utilized to complete the surgery. The blade was placed properly for use and the dermacarrier was at room temperature when used.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose, screwdriver and width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated this air dermatome three times. The last repair was (B)(6) 2016 where it was reported that the side black lever slips during grafting and the damaged head, width plates, screwdriver, swivel and standard repair parts were replaced. This is not a related issue. The air dermatome was manufactured on february 22, 2005, and is over 11 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer (B)(4) on november 8, 2016 revealed that the head had small nicks on the edge and that the device would be sent to the taiwan repair center for overhaul and calibration. Repair of the air dermatome was performed by zimmer (B)(4) on (B)(6) 2016 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, eccentric shaft assembly and solid neck assembly. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since prior to repair it was noted that the device was outside calibration and side to side specifications at the zero and hundredth thickness setting. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The device was outside calibration and side to side specifications at the zero and hundredth thickness setting. The device was recently repaired 8 months ago where parts were replaced, the torque on the thickness lever was adjusted and the device was calibrated. Since the device was recently calibrated it can most likely be assumed that the customer mishandled the device causing it to become out of calibration. The IFU states that ¿do not insert any instrument between the blade and the control lever as this may damage or nick the blade causing a poor cut. Further, it may compromise the calibration of the instrument.¿ the device being out of calibration would cause the device to produce a thicker skin graft. The air dermatome was repaired, tested and returned to the customer.